Event description:
During an unrelated procedure, low sensing was observed on the right ventricular (rv) lead. The physician attempted to implant a new rv lead to resolve the event but was not successful due to the patient's closed subclavian vein. The physician ended the replacement procedure and elected to still use the rv lead. No further intervention was performed. The patient was in stable condition.